Event description:
It was reported that the customer was hospitalized back in (B)(6) but it was not reported on the account. The customer's blood glucose level was over 600 mg/dl at the time of the hospitalization. Customer stated there was an emergency room visit for their high blood glucose levels on (B)(6) 2014. Customer stated that she was not feeling well and went to bed. Customer kept going to the bathroom and then back to bed. Customer's stomach was hurting and customer felt dehydrated. Customer's blood pressure had dropped during the emergency room visit. Customer got her blood glucose and blood pressure stabilized and was released to go to her doctor. Customer was wearing the pump at the time of the hospitalization. Customer was also driven to the hospital by a relative on (B)(6) 2014 and taken to intensive care. Customer was released on (B)(6) 2014 and referred to her doctor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).